Event description:
This lead was returned with oos documentation from biotronik rep. Per rep , this lead was removed due to high thresholds. The physician thought there might be tissue in the helix. This lead was replaced with another setrox s 53. There are no adverse events reported for this pt.